Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely due to repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope 1. Inspect the objective lens at the distal end of the endoscope for dents, bulges, swelling, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope that the bending section cover had a pinhole. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed, due to the pinhole on the bending section cover the water tightness was lost. In addition to the reportable malfunction documented in b5, the additional findings are as follows; the venting connector of the light guide lens was loose, the adhesive on the bending section cover had a chip, the adhesive around the object lens was peeled, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.